Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, the iol was kinked. The iol was explanted and replaced with backup iol in an initial procedure. Additional information received stated that implantation was done on patient's right eye and there was no patient harm.